Event description:
(B)(6) reported during the insertion of pangea screws, they disassembled in 4 parts. This event happened with three screws in the same surgery.

Manufacturer narrative:
Device was used for treatment. \this individual adverse event report is being made in accordance with the synthes MDR exemption request dated (B)(4) 2011. As no lot number was provided, no device history record review can be performed. The device is not being returned for evaluation, no further information is available on this event. No further investigation can be performed.